Event description:
It was reported that the patient presented for a routine post-procedure checkup. Upon review, it was noted that the right ventricular (rv) lead exhibited episodes of over-sensed noise. No intervention was performed. The patient will be further monitored. Patient was in stable condition.